Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit has a helium leak. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer(fse) evaluated unit. Could not duplicate the issue. Exorcised unit to no fail. Full calibration, and tested the unit. The product passed all functional/safety testing. Returned the unit to the customer.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a